Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed logs; merge data missing and no trace found. Root cause undetermined without exact timestamp. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, two patients' medication orders did not appear after their accounts were merged. The patients were assigned to two different es devices. It was observed that each patient displayed two mrns on the es device, while meditech showed only one active mrn following the account merge. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.